Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that at implant it was difficult to connect the device with the right ventricular lead, that the electrode had to be connected and disconnected "many" times before the connection was successful. It was further reported that there was high impedance and oversensing. The device remains in use and no patient complications have been reported as a result of this event.